Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The suction channel was sampled and 6 colony forming units (cfu) of unspecified micro-organisms were detected. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. We have requested the user facility's cleaning, disinfecting, and sterilization processes; however, we have not yet received the requested information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. Three attempts were performed to obtain the user facility's cleaning, disinfecting, and sterilization processes, but no response was received from the customer. The device was evaluated where no abnormalities were found that could have led to the positive culture. Several defects were noted on the device including: the distal end lens glue was chipped, plastic distal end cover was cracked, bending section rubber was separated/worn out, connecting tube was wrinkled/scratched, celling plate-plate in the control body unit was deformed, universal cord was wrinkled, and the angulation was out of specification. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.